Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant. Information was reported that a patient is having surgery (B)(6) to have implant battery replaced and wanted to know if she will be having her recharging equipment replaced. It was reviewed with the patient it will depend on what implant she is being replaced with as some equipment is not backwards compatible. The patient asked how big the incision line will be. The patient was redirected to healthcare provider (hcp) to determine this. The patient was asked if the battery is being replaced due to normal battery depletion. The patient said they did not know why it died and that it was no fault of her own. No further complications were reported. No patient symptoms were reported.